Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe was not aspirating at all during vitrectomy surgery with intra ocular lens implantation. Another same pak from the stock was opened and the surgeon took only the vitrectomy probe from the new pak to complete the surgery without any delay to the surgery. There was patient contact with suspect product but no impact to the patient.